Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b5, h6.

Event description:
Healthcare professional additionally reported left side deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, h6

Event description:
Device was explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional later reported deflation. Healthcare professional later reported capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.